Event description:
The operating room (or) bed would not break into the prone position for the surgical case and then the remote and foot pedal quit working. Another or bed was brought into the room and it would not lock properly, making it unsafe for the patient. A 3rd bed was tried, and it worked. There was a delay of 1 hour for the patient to have the surgical procedure performed.